Manufacturer narrative:
The product was not returned for investigation. Therefore, we were unable to conclusively determine if the product contributed to the incident. The reported issue was reviewed and information provided to our microbiology manager for evaluation. The validated sterilization process for the xenosure product is tested against bacillus atrophaeus, which is more resilient than staphylococcus aureus. The sterilization process would kill this bacterium. Therefore, it is likely that the source of the infection was from the procedure itself. There is no indication that the product sterility was compromised. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any similar complaints related to this lot number.

Event description:
It was reported that post carotid endarterectomy with xenosure patch angioplasty, the patient came back with a staphylococcus infection originating from the patch site. The infected patch was removed and the patient's carotid was repaired with application of native gsv graft.